Event description:
The customer indicated that false nonreactive architect anti-hbc ii results were generated while using the architect i2000 sr analyzer. The customer indicated the following results for a patient that is known to be anti-hbc positive: initial 0.19 s/co, retest 8.56 s/co, retest 8.51 s/co, retest 8.68 s/co. There was no adverse impact to patient management reported.

Manufacturer narrative:
False negative result. No consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Troubleshooting included the replacement of wash zone probes, which were considered to have resolved the issue. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect i2000sr analyzer, (B)(4), was not identified.